Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. According to the information received from our field service engineer (fse) the ventilator failed internal leakage test during pre-use check. The reported issue with failing pre-use check test has been confirmed during evaluation of received problem description, logs and service report. Our fse was on site and could narrow the issue down to the pressure transducer pc board and replaced it. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined. A defect pressure transducer pc board may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturer's ref. #: (B)(4).